Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the buttons of the device do not work and that it does not detect the vaporizer was unable to be confirmed. However it was found that the 8 pin socket corroded by fluid. The defective connector was replaced and the device was cleaned, newly calibrated, tested and found to be fully functional. As identified during evaluation, fluid ingress is the root cause of the corrosion of the 8-pin socket connector. This would in turn have caused the device not to function as intended. However, since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported via mail that during an arthroscopy a vapr vue generator does not detect the vaporizer and the buttons do not work. Procedure was completed with same device. No surgical delay or patient consequences reported.